Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account has a bed that will not go into reverse trend. The bed has been repaired, but he does not know what was done to fix it.